Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer blood glucose (bg) was 374 mg/dl. The customer administered a manual injection to manage bg level. Troubleshooting was not performed due to the customer changed out the supplies.